Event description:
In 2008, a pt/lay person alleged that his onetouch ultralink meter would not turn on, despite having changed the battery the day before. After changing the battery, the pt downloaded the meter. The pt informed the customer care advocate, cca, that the alleged issue occurred around 10:30 a.m on the day of the call. After attempting to test, the pt reportedly "felt a little high." Specific symptoms were not described. Due to "feeling high", the pt, who is on an insulin pump, reportedly bolused 6 units. Because this senior medical affairs specialist has been unable to speak directly with the pt, the complaint is classified based upon the info he provided to the cca. It would be helpful to know whether the meter had functioned the day before after he had changed the battery, or stopped powering on after he had downloaded the memory. Also, knowing the specific symptoms to determine if they were associated with hyperglycemia would be helpful. The complaint is classified as an adverse event because the pt alleged that he "felt a little high" after attempting to use the meter unsuccessfully, and reportedly had to bolus extra insulin due to the alleged symptom(s).

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.